Manufacturer narrative:
Lead sc-2352-50 (B)(4): the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 19 cm from the distal end. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The fractured cables resulted in the reported high impedances. Clik anchor sc-4316 ln 16744666: the clik anchor revealed no anomalies.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances displayed on all of the lead contacts. The patient will undergo a lead explant procedure and replace the lead.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances displayed on all of the lead contacts. The patient will undergo a lead explant procedure and replace the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4316 serial/lot: (B)(4) description: next generation anchor kit-sterile additional information was received indicating that the click anchor was also explanted as it was believed to have caused the lead breakage resulting in the reported loss of stimulation. The patient¿s lead and click anchor were explanted and the patient has recovered post-operatively.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances displayed on all of the lead contacts. The patient will undergo a lead explant procedure and replace the lead.